Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that patient presented for a routine office visit where high lead impedance was obtained during system diagnostics testing, indicating a possible lead malfunction. Patient was subsequently programmed to 0ma and scheduled for a surgical consultation. A review of manufacturer programming history database revealed that high lead impedance with an output status of limit was first obtained in 2006. Good faith attempts to obtain further information are currently being made.